Event description:
Customer stated that the pod she was waring made clicking sound when she filled it with insulin. Customer proceeded to wear the pod for 12 hours anyway. Customer stated that her blood glucose (bg) levels remained elevated until she changed her pod. Customer changed pod @ 2:45, bg level dropped to 379, @4:30 bg'199 and @6:09pm, bg's were at 108.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a "clicking" sound during the fill process which indicates a probable problem with the retainer that allows a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.